Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 600 mg/dl. Customer reported issue with the insulin pump. She stated that when trying to fill the tubing the insulin pump wasn't doing anything. Customer stated that they was unable to exit the preparing to prime loop. Customer declined troubleshooting for high blood glucose. Customer completed the displacement test and she received the no reservoir alert. The insulin pump will not be returned for analysis.